Event description:
It was reported that the collar cracked in half when torqued during spinal deformity procedure. Broken pieces were retrieved. Another collar was used to complete procedure with no further problem. There was no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The implant date has been removed, as the part was not implanted. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed, the uss system has been extensively reviewed based on previous similar complaints. The design of the collar, nut, rod, and screw have also been reviewed and determined to be appropriate for its intended use. Based on the description it is unclear what caused the collar to break. Significant lateral forces combined with impaction, over torque on the nut are possible. A risk analysis was created to address the 498.011 breakage complaints. The entire document pertains to this type of complaint and is located in the paper-based dhf for project uss s91-022. This is on the design and clinical risk management form f-s422 signed off on may 2012. The collar is broken at l2 feature where the grooves are. This damage is not manufacture related. Placeholder.